Event description:
April, 2003: doing wound care had problems with spray bottle of skin protectant; failed to see a "mist" when using the bottle, more like a heavy spray. Reported to manufacturer that white disc at opening had come off. Unaware of further problems until event date same rn, doing wound care using the same product had difficulty getting the bottle to spray; a small white disc was dislodged from the spray opening and landed in the open wound bed. Reported to manufacturer. Concern: potential for user of product to fail to see the white disc dislodge and get into wound bed (unnoticed) and result in impairment of wound healing.

Event description:
Add'l info rec'd from MFR 7/13/04: 3m shows no records of receiving a complaint from this facility in april 2003, as noted in the event description on report number mw1030194. However, MFR did receive a complaint in nov. 2003, from this facility about the subject product. In follow up that time, it was not reported that there was any pt involvement. After receipt of FDA's report, MFR again follow up with the facility for add'l clarification. The facility stated that when the white disc became dislodged, it indeed landed in the wound bed, but was immediately retrieved. There were no complications with wound healing. This further confirms MFR's previous conclusion that this reported event did not result in a death, serious injury or require medical/surgical intervention to preclude permanent impairment of the body function or structure. Therefore, this event was determined by 3m not to be reportable under the medical device reporting regulations.